Event description:
It was reported that fluid leaked from the bd q-syte¿ luer access split-septum stand-alone device when infusing antibiotics. The following information was provided by the initial reporter, translated from japanese to english: "this patient has been receiving antibiotics three times a day, starting on (B)(6) 2021. At 22:00 on (B)(6) 2021, antibiotic infusion was completed with no problem. After that, acelio was connected but the fluid didn¿t flow. The hcp thus checked it with saline then fluid leakage from q-syte occurred."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit and three photos. Visual examination revealed that the septum top disk was lifted from the rim of the top body. Further inspection revealed that uniform traces of adhesive were present at the top disk and rim of top body indicating an adequate bond at the time of manufacture. During the microscopic examination, tears were observed at each end of the slit in the top septum, on one side of the slit in the bottom septum, and in the column wall. A tear to the column wall is likely to cause a leak; therefore, the reported defect was confirmed. A flow rate test was performed to inspect for possible occlusion. The testing could not be completed due to the top disk concaving which prevented the unit from attaching to the testing device. Although septum tears can originate during the manufacturing process, this evidence in addition to the report that the defect was not observed until after a changeover indicates that the most likely cause is excessive actuations or force in the user environment. Excessive force and/ or actuations are known to cause the observed tears and reported leakage. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid leaked from the bd q-syte¿ luer access split-septum stand-alone device when infusing antibiotics. The following information was provided by the initial reporter, translated from (B)(6) to english: "this patient has been receiving antibiotics three times a day, starting on (B)(6)2021. At (B)(6) on (B)(6) 2021, antibiotic infusion was completed with no problem. After that, acelio was connected but the fluid didn¿t flow. The hcp thus checked it with saline then fluid leakage from q-syte occurred."